Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient had worsening of baseline symptoms which is urinary retention. The patient also had spasms, numbness and felt pressure in the body. No further complications were reported.